Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) on 2019-oct-11. The patient's date of birth and age at the time of the event was provided. It was reported that the catheter serial number was unknown as the catheter was not implanted and was discarded. The catheter would not be returned. The cause of the difficulty was unknown. The hcp may need to go back and do a laminectomy implant. The patient's weight was unknown. No further complications were reported.

Manufacturer narrative:
Updated to reflect the information received on 2019-oct-11. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Describe event or problem: updated to include information received on 2019-oct-15. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer's representative (rep) on 2019-oct-15. It was confirmed that the patient had not had a catheter implant at the time of the report. No further complications were reported.

Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 10 mg/ml of morphine at minimum rate via an implantable pump for an unknown indications for use. On 2019-oct-08, it was reported that, when the patient was getting a new catheter and pump implanted, the hcp was unable to implant the catheter and get any csf flow. The hcp was ruling out a torturous spine and arachnoiditis and would not be implanting the catheter at the time of the report. The hcp was going to implant the pump and leave the pump programmed to minimum rate. The catheter implant would be done at a later date. No symptoms were reported. No further complications were reported.